Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Customer stated that they did not close out the bolus screen after initiating a bolus. In addition, it was reported that the customer received intermittent occlusion alarms. Customer experienced elevated blood glucose levels reaching 268 mg/dl. Customer input blood glucose information into the pump. Bolus was not delivered due to customer still having insulin on board to stabilize blood glucose level.